Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing. Technical services (ts) reviewed the device data and episodes and discussed there is loss of r-wave amplitude and myopotential oversensing, which triggered the device to charge and deliver the shocks. It was also mentioned that the observed signals look like sense b node issue, however, further review by the hospital was recommended. The patient was then seen in-clinic and the device programmed from primary to secondary vector. Provocative maneuvers were performed and some noise and low amplitude r-waves was observed, so the patient was admitted to the cardiology ward and x-rays performed. Ts discussed the x-ray shows some opportunity to improve the system placement as well. Further troubleshooting is still expected to be performed. Additional information was provided. The patient received five more inappropriate shocks due to t-wave oversensing. The physician decide to turn therapy off and the s-ICD system will be explanted, however, there is no scheduled date at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing. Technical services (ts) reviewed the device data and episodes and discussed there is loss of r-wave amplitude and myopotential oversensing, which triggered the device to charge and deliver the shocks. It was also mentioned that the observed signals look like sense b node issue, however, further review by the hospital was recommended. The patient was then seen in-clinic and the device programmed from primary to secondary vector. Provocative maneuvers were performed and some noise and low amplitude r-waves was observed, so the patient was admitted to the cardiology ward and x-rays performed. Ts discussed the x-ray shows some opportunity to improve the system placement as well. Further troubleshooting is still expected to be performed. Additional information was provided. The patient received five more inappropriate shocks due to t-wave oversensing. The physician decided to turn therapy off and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing. Technical services (ts) reviewed the device data and episodes and discussed there is loss of r-wave amplitude and myopotential oversensing, which triggered the device to charge and deliver the shocks. It was also mentioned that the observed signals look like sense b node issue, however, further review by the hospital was recommended. The patient was then seen in-clinic and the device programmed from primary to secondary vector. Provocative maneuvers were performed and some noise and low amplitude r-waves was observed, so the patient was admitted to the cardiology ward and x-rays performed. Ts discussed the x-ray shows some opportunity to improve the system placement as well. Further troubleshooting is still expected to be performed. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing. Technical services (ts) reviewed the device data and episodes and discussed there is loss of r-wave amplitude and myopotential oversensing, which triggered the device to charge and deliver the shocks. It was also mentioned that the observed signals look like sense b node issue, however, further review by the hospital was recommended. The patient was then seen in-clinic and the device programmed from primary to secondary vector. Provocative maneuvers were performed and some noise and low amplitude r-waves was observed, so the patient was admitted to the cardiology ward and x-rays performed. Ts discussed the x-ray shows some opportunity to improve the system placement as well. Further troubleshooting is still expected to be performed. Additional information was provided. The patient received five more inappropriate shocks due to t-wave oversensing. The physician decided to turn therapy off and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.